Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite multiple follow-ups, the healthcare provider did not provide any additional information such as the cause of explant, operative report, patient medical history, or device status for return. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As there has been no information to suggest a device malfunction, and no response provided by the healthcare provider, no further investigation can be performed into this report.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the annuloplasty ring was explanted after an implant duration of approximately 46 months, and an edwards' valve was implanted instead. The reason for explanting the ring has not been provided. There has been no information to suggest a device malfunction.